Event description:
A nurse from the user facility reports a scratch was noted on thhe intraocular lens following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens.